Event description:
The shoulder was unstable so the glenoid head and poly were removed and replaced with 40mm components.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4) s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.